Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the fsr, the test failed due to going from 17.96 amp hours (ah) to 13.03 ah which is out of the specification range of 17.00-18.00 ah. He replaced the power manager. The unit operated to the manufacturer's specifications. Per data log review: the tnac is displayed in the service application. While in the service application the system log is disabled. The system log, when enabled, logs the battery capacity which may confirm the complaint. A different date was used to confirm the complaint. On (B)(6) 2021, battery backup started at 1:16:15 pm and capacity was full (15/16). At 1:31:37 pm (15 minutes of battery time), the capacity had dropped to 4/16 (about a 12 ah drop). Since the load was only about 5 amps (a), capacity should only have dropped about 1.25 ah. This indicates the tnac value is changing at a much higher rate than expected. This confirmed the complaint. During laboratory analysis, the product surveillance technician (pst) visually inspected the power manager and observed the resistors to be intact and undamaged. The pst measured the resistors using a lab use only (luo) multimeter and they were all within specification and closed. The pst installed the power manager into luo testing equipment and observed it to charge and discharge the batteries as intended and pass all testing. It was determined that the power manager met specification.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the total nominal available capacity (tnac) value on the heart lung machine (hlm) decreased by much larger increments than 31 during the battery test which caused the test to fail. There was no patient involvement.